Manufacturer narrative:
As of today the ICD was not available for analysis. Thus the analysis is based on the inspection of the returned lead fragment and the quality documents for both devices. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. Upon receipt, the lead was found cut 54 cm proximal to the lead tip. The available distal lead fragment showed multiple abrasion marks. In particular in the distal region the insulation was found rubbed through which can be considered the root cause of the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical forces in the implanted state. As fibrotic tissue residuals were found on the lead body it can be assumed that the maneuverability of the lead was impacted which might have led to excessive stress. Furthermore the shock coil was found to be deformed which most likely occurred during the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted and replaced 86 months after the implantation due to oversensing with pacing inhibition. Should additional information be received, this file will be updated.